Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause of the damage could not be determined. One 50cm x 0.018¿ flexura guidewire was returned for investigation. A microscopic examination revealed a thin layer of translucent biological material adhered to the distal weld tip of the guidewire. Biological residue was visible between the coils of the coil wire. The weld tip was present, but the distal end of the coil wire was untwisted once from the core wire. There was a break between the coil wire and weld tip. Deformation from the weld process was visible on the distal tip of the coil wire. Since evidence of a weld was present, the root cause could not be determined. A functional test revealed that the distal tip of the guidewire would not fit through a 21g introducer needle due to the increased surface area caused by the damaged coil wire. Since biological material was observed on the distal tip of the returned sample, it appears that the guidewire was damaged after it was inserted through an introducer needle. It was reported that the guidewire was inserted into the needle, but then removed after feeling resistance. Damage can occur if the guidewire is retracted through the introducer needle; however, the exact cause of the damage could not be determined. The product IFU states, ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the guidewire was inserted into the introducer needle, the physician felt resistance and then, the guidewire was removed. After the removal, the guidewire was checked and it was found that the tip of guidewire was damaged. There was no reported patient injury. 1/23/2019- the returned wire exhibited a break at the weld tip and the coil wire was beginning to unravel.